Event description:
It was reported that on (B)(6) 2023, a 19mm sjm regent mechanical heart valve, was selected for an implant. The leaflets at the time of preparation was not tested. During the procedure, after the implantation, the physician found out the mechanical lobe did not work well and may get stuck. The valve had difficulty opening and closing completely. Device was explanted from the patient and a new 19mm sjm regent mechanical heart valve was implanted as a replacement. The patient was giving warfarin after surgery. The patient is stable.

Manufacturer narrative:
An event of the difficulty opening and closing completely was reported. Morphological and hydrodynamic examination indicated the valve met abbott specifications. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Hydrodynamic testing upon return to abbott and at the time of manufacturing indicated the valve functioned normally. This test ensures proper leaflet coaptation and hemodynamic performance. The cause of the reported event could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 19mm sjm regent mechanical heart valve, was selected for an implant. The leaflets at the time of preparation was not tested. During the procedure, after the implantation, the physician found out the mechanical lobe did not work well and may get stuck. The valve had difficulty opening and closing completely. Device was explanted from the patient and a new 19mm sjm regent mechanical heart valve was implanted as a replacement. The patient was giving warfarin after surgery. The patient is stable.